Event description:
Reporter indicated that a pt's vns generator was at premature end of svc. The end of svc flag was set to yes, but the pt was on moderate settings and the end of svc was an unexpected event. The pt does feel some random stimulation. A battery estimate done with incomplete programming history yielded 7.11 yrs remaining. Generator replacement is planned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.